Event description:
It was reported that the patient's atrial lead exhibited increased capture threshold. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5123033.